Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. Only photo was returned. The reported lens damage can be observed on the returned photo. Photo provided shows an iol (intra ocular lens) against unknown background. One haptic is missing, the other haptic appears to be damaged. The iol optic appears to be cracked. Based on our observation of the attached photo, one haptic is missing, the other haptic appears to be damaged. The iol optic appears to be cracked. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, when filling the iol into the company cartridge with viscoelastic it behaved abnormally. When advancing the plunger, the iol got stuck in the tip area. Further manipulations to safely remove the iol from the cartridge for refilling into the cartridge and implantation were unsuccessful. As a result, the iol was completely damaged. The patient was not injured. An iol of the same model and diopter was implanted. Additional information was received, there was no patient contact and no harm to the patient.